Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that he filled the reservoir with air and tried to push it in the vial insulin. When customer noticed there was not a lot of insulin in the vial, he removed the reservoir and placed it on a new vial of insulin. When he tried to push the air into the vial of insulin, it would not push. The customer disconnected the reservoir from the vial and tried to push the plunger, but it would only get down to 80 units and stop. The customer's blood glucose was not known. It was advised there may be an issue with the reservoir.

Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard was found bent. The testing could not be completed due to the bent needle. It could not be confirmed that the customer received the reservoir in said condition due to it being returned opened and used.